Manufacturer narrative:
A piece of information was inadvertently omitted from the initial report. This report consist of missing information.

Event description:
Reportedly, the issue of cellulitis and infection was resolved as of (B)(6) 2015.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced cellulitis infection at the ipg site. As a result, the scs system was explanted.